Manufacturer narrative:
The conclusions are as followed: - the electrical characteristics of the returned pacemaker conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the atrial and ventricular silicone caps were found damaged with the presence of a hole. A piece of silicone cap was found inside the atrial and the ventricular setscrew cavities. Those damages are most likely due to too much strength applied. - correct, as well as incorrect tightening marks were seen on the atrial and ventricular setscrew tips. Based on the electrical issues described, it can be hypothesized that the incorrect tightening marks are the final ones indicating an incorrect leads connection between the leads and the connectors. This issue can be explained by the pieces of silicone caps retrieved inside the setscrew cavities generating a barrier for a correct screwing. - a likely hypothesis is that the physician had partially engaged the setscrew at some points before inserting the leads or that he had not inserted the leads all the way in before tightening the setscrew inducing an incorrect leads connection and leading to the electrical issues observed. The UDI was unknown. In case of new relevant information, a new MDR will be provided.

Event description:
Reportedly, the subject pacemaker has been interrogated but no pacing was seen despite correct impedance and sensing values.